Event description:
It was reported that during an lavh procedure, a problem occurred after a few firings. This was the user's first case using this device vaginally. After finding that the jaws were difficult to close with the first fire by a resident, the primary surgeon took over and tried to do the subsequent fires. The surgeon came across thick bundle, which is normally thick, the uteral sacral ligament. He tried to advance the blade. Once the blade was engaged, he was not able to advance much further. He tried to open up the jaws by manually pulling back on the handle, since it wasn't springing open. Then he tried to activate more energy to continue dissecting tissue. Tried to close, couldn't, tried to open couldn't. The jaws were stuck and had to be cut off the patient. They were able to manage bleeding, where there wasn't much and finished the case. Procedure was completed with same/like device. There was no adverse consequence to the patient. One device will be returned.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Additional information requested: the rep has been asked to obtain responses to the following additional questions: did the removal cause any damage to the vessel/artery? If yes, what is the damage and how was the damage repaired? What was the condition of the patient following surgery - stable, discharged, critical - please explain.

Manufacturer narrative:
(B)(4): added additional information. The instrument was received shut. Tissue and body fluids were found in the jaw. The jaws of the instrument could not be opened. The blade was inspected and there was no visable damage. The instrument was connected to the generator and was detected. Due to the returned condition of the instrument (stuck jaw) we were not able to test the instrument with the generator fully. The instrument was disassembled to inspect the internal mechanism. It was noted that several of the teeth in the gear mechanism were fractured and detached. Three teeth were missing from internal gear mechanism. The damaged teeth in the internal gears caused the jaw not to open and close the root cause was determined to be excessive force.